Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker could not be read by the programmer. It was reattempted after replacing two programmers; however, reading was still unsuccessful. An emergency surgery was performed on the same day, and it was replaced with an competitor's device. No additional patient adverse effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker could not be read by the programmer. It was reattempted after replacing two programmers: however, reading was still unsuccessful. An emergency surgery was performed on the same day, and it was replaced with an competitor's device. No additional patient adverse effects were reported.